Event description:
My freestyle libre 3 sensors keep alarming and reporting that my glucose is dangerously low, but when I stick my finger and check my blood manually, it's not dangerously low. The manufacturer (abbot) sent out a recall letter acknowledging that there was a defect, and instructing me to check my serial number to see if my units were affected, but according to their database, my sensors were not defective. There must be some mistake with their data because the last 3 units, I've had have all definitely malfunctioned. Reference report: mw5184293, mw5184295.